Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular (lv) lead was dislodged and perforated the vein wall into the pericardium. This lead was noticed to be in the pericardium per x-ray. This lead was explanted and replaced. Further, an echo was done and no pericardial fluid was seen. No additional adverse patient effects were reported.